Event description:
The event is reported as: alleged issue reported: the physician indicated that the aortic punch would not release. This took place in the operating room. No pt injury reported. The pt current condition is fine.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility. The contact person had no additional information to report. A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed due to lack of product sample and lot number to perform a proper investigation and determine a root cause. No corrective action will be implemented at this time. The manufacturer will continue to monitor and trend relating complaints.